Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm came into failure analysis with the reported problem (32114 ,40084, 25730, and 25731). It was confirmed as having occurred in the field but couldn¿t be replicated. During visual inspection, no evidence was found that would be related to the reported problem. The usm was tested on an in-house system and passed in normal mode. The usm was also tested on a patient side cart (psc) fixture test platform (pftp) and passed all tests; however, low reading was found with every fiber. The complaint was confirmed based on failure analysis. The probable root cause is attributable to the parallelogram, clock spring, and rolling loop assemblies.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the universal surgical manipulator (usm4) led turned yellow and an error 40084 was displayed. The issue was reported to dvstat by the clinical sales representative (csr) after undocking the system. System logs confirmed maxis errors reported by the usm4 axes controller spar (acs). The procedure was completed with no report of patient injury.